Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. The balloon was torn completely around the catheter body near the proximal windings. The spring tip was stretched and bent. The edges of torn location appeared to match up. Both balloon windings were intact. No other visible damage was observed from catheter. The customer report of "balloon was separated and wire tip was stretched" was confirmed. As stated in the product evaluation the balloon was torn completely around the catheter body near the proximal windings. The spring tip was stretched and bent, but the balloon latex was still attached to the windings. Therefore, the balloon was not detached from the catheter. An engineering evaluation and investigation was performed to assess manufacturing-related processes which could be correlated to the complaint. Based on the investigation, a root cause could not be established. A 100% catheter tip inspection is performed during the manufacturing process. The manufacturing process and the sub-assemblies work order documentation were verified and no deficiencies were found. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use the balloon was separated and the wire tip was stretched. No patient injury. No patient demographics provided as event occurred prior to use.